Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up to a battery failed alarm; the insulin pump prompted her to rewind. The patient's blood glucose at the time of incident is unknown. The customer also received a critical block error alarm as well. Troubleshooting did not occur at the time of call since she was taking her son to school. The insulin pump was not returned for analysis.